Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no medical record evaluation (mre) review could be performed. Concomitant product: baylis transseptal needle (model# unknown, lot# unknown). (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, there was a short period of lowered blood pressure. However, no effusion/tamponade was observed on the intracardiac echo (ice). Post-procedure while in recovery, the patient became hypotensive. Cardiac tamponade was confirmed on echocardiogram (echo). The patient was brought back to the electrophysiology lab and a pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization. Patient¿s outcome was fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a baylis transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set within standard settings for stsf catheter. No error messages were observed on any biosense webster inc. (Bwi) equipment during the case.

Manufacturer narrative:
During an internal review on april 23, 2019, it was noted that ¿ manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿d3. Manufacturer address street line 1¿ has been re-populated. Manufacturer's ref # (B)(4).